Manufacturer narrative:
Beckman coulter tested icon 25 hcg kit with the same lot number (hcg310029) from retain. Serum and urine calibrators, target urine and serum controls were tested in this investigation. All results are as expected and no false negatives were observed. The customer refused to return any patient samples or the icon 25 hcg kit for further investigation. Based on the report that the patient was (B)(6) pregnant, the patient sample could have a high level of free-beta subunits. Per the icon 25 hcg instructions for use (IFU), "this test detects intact hcg only. This test does not reliably detect hcg degradation products, included free-beta subunits and beta- core fragment. Therefore, this test may show reduced reactivity in urine after 8 weeks gestation". The IFU also states that "this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated". The internal identifier for the second complaint originating from a physician at a clinic is (B)(4).

Event description:
The customer did not provide the exact date of the adverse event. However, the physician stated that the patient went to the hospital for chronic pain and endometriosis in (B)(6) 2014.

Event description:
On (B)(6) 2014, the customer at a hospital reported obtaining a false negative result on a first-morning urine sample from a (B)(6) pregnant patient when using the icon 25 hcg (human chorionic gonadotropin) test kit lot number hcg310029. The customer refused to provide any additional information regarding the patient. There was no report of injury or change to patient treatment. On (B)(6) 2014, beckman coulter became aware of additional information associated with this event from a different customer contact. The second contact is a physician at a clinic who called beckman coulter to inquire why the icon 25 hcg would test negative on a (B)(6) pregnant patient. The physician reported that in (B)(6) 2014, a patient came to the hospital due to chronic pain and endometriosis. The physician stated that an icon 25 hcg test was performed on the patient and a negative result was observed. A hysterectomy was then performed on the patient and a presence of a (B)(6) fetus was observed in the patient's uterus that was removed. The customer did not provide date of the event. The physician does not know the lot number of the icon 25 hcg test performed since the hysterectomy was performed at the hospital and the event was reported to physician's clinic. It is unknown if any other pregnancy tests were performed prior to the hysterectomy. There is no information available about the viability of the fetus prior to the hysterectomy. Multiple attempts have been made to obtain additional information from the customer but were not provided.